Event description:
It was reported that stent dislodgement and stent damage occurred. The 50-60% stenosed target lesion was located in a little above moderately tortuous and calcified proximal right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted and the stent dislodged. The device was simply removed from the patient's body without any intervention performed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: this promus element plus device was not returned for analysis however 3 angiographic photos was received. The images show contrast flow assessment of rca with a constriction (lesion) noted in proximal rca but no treatment of the lesion site noted as no devices were present in the artery. H3 other text : media review.

Event description:
It was reported that stent dislodgement and stent damage occurred. The 50-60% stenosed target lesion was located in a little above moderately tortuous and calcified proximal right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted and the stent dislodged. The device was simply removed from the patient's body without any intervention performed. No patient complications were reported and patient's status was stable. It was further reported that lesion was not prepared and resistance was felt during advancing the device over the guide after multiple attempts.